Event description:
It was reported that minimum fill notification occurred when caller attempted to load cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and reloaded same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.